Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation of the received screws (part 04.503.226.01c) has shown that they are in used and damaged condition. The first screw is badly worn at the screw head connection and has a blunt tip. The second screw has deformation on the screw head connection, but the tip is in good condition. Unfortunately, the lot numbers are unknown which makes it impossible to check the manufacturing and raw material documents. The exact reason for these damages cannot be determine; however, it is likely that too much applied mechanical force caused this damage and / or that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. No corrective action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon was not able to get the screws onto the screwdriver blade during a procedure on (B)(6) 2015. The procedure was not prolonged, but additional details are not available pertaining to the steps taken. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. For export only. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.